Event description:
It was reported that the atrial lead had steadily rising high impedance and possible fracture. Lead replacement procedure was scheduled. When the lead was connected to the new device and the analyzer impedance measurements showed normal values. The device was replaced due to normal battery depletion and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial impedance since (B)(6) 2013 has been high at 1632 ohms. On (B)(6) 2014, atrial impedance measured 2240 ohms. Time of recommend replacement time (rrt) (B)(6) 2014 02:15:03.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).